Event description:
The customer went to the hosp for low bgs. It was stated that the customer had to rewind the pump. The customer primed the pump while connected, then attempted to drive home. On the way home the customer had an accident. The customer went to the hosp and they x-rayed customer for injuries while connected to the pump.